Manufacturer narrative:
Additional products: brand name: heartware ventricular assist system ¿ controller 2.0 / model #: 1420 / catalog #: 1420 / expiration date: 30-nov-2019 / serial #: (B)(4) / UDI #: (B)(4) / device available for evaluation: no / device evaluated by MFR: no, device evaluation anticipated, but not yet begun / mfg date: 15-nov-2018 / labeled for single use: no / (B)(4). Brand name: heartware ventricular assist system ¿ battery / model #: 1650 / catalog #: 1650 / expiration date: 31-oct-2019 / serial #: (B)(4) / UDI #: (B)(4) / device available for evaluation: no / device evaluated by MFR: no, device evaluation anticipated, but not yet begun / mfg date: 06-oct-2018 labeled for single use: no / (B)(4). Brand name: heartware ventricular assist system ¿ battery / model #: 1650 / catalog #: 1650 / expiration date: 31-dec-2019 / serial #: (B)(4) / UDI #: (B)(4) / device available for evaluation: no device evaluated by MFR: no, device evaluation anticipated, but not yet begun / mfg date: 06-dec-2018 / labeled for single use: no / (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the hospital after having an alarm over the weekend but could not recall what type of alarm it was. Review of data log files revealed that a low flow alarm and a double disconnect of the batteries had occurred. It wasalso reported that the controller had an unexpected power loss associated with a ventricular assist device (vad) stop. The patient was reported to have been asymptomatic at the time of the low flow alarm, which resolved after the patient sat down. The vad, controller, and batteries remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion . Product event summary: the pump ((B)(6)), one controller ((B)(6)), and two batteries ((B)(6)) were not returned for evaluation. Log file analysis revealed a controller power up event with an associated pump start event logged on 30-jan-2022 at 09:11:48. The data point prior to the loss of power revealed that (B)(6) was connected to power port one with 24% relative state of charge (rsoc) and that (B)(6) was connected to power port two with 58% rsoc. The data point recorded after the loss of power revealed that (B)(6) was connected to power port and no power source was connected to power port two . No anomalies were observed leading up to the loss of power. The controller was without power for twelve seconds. A loss of power will result in a continuous audible alarm. Review of the controller log files also revealed a sustained decrease in estimated flows beginning on (B)(6) 2022 and one low flow alarm was logged on (B)(6) 2022. A loss of power will result in a continuous audible alarm. As a result, the reported low flow and loss of power events were confirmed; it is likely the loss of power is related to the reported vad stop event. Information provided by the site indicated that the patient was reported to have been asymptomatic at the time of the low flow alarm, which resolved after the patient sat down. Based on the available information, the device may have caused or contributed to the reported low flow event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, inappropriate pump rotational speed, and/or poor vad filling. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Additional products: serial #: (B)(6). H3: yes. H6: FDA method code(s): b15,b17. H6: FDA results code(s): c19. H6: FDA conclusion code(s): d15. D4: serial #: (B)(6). H3: yes. H6: FDA method code(s): b15,b17. H6: FDA results code(s): c19. H6: FDA conclusion code(s): d14. D4: serial #: (B)(6). H3: yes. H6: FDA method code(s): b15,b17. H6: FDA results code(s): c19. H6: FDA conclusion code(s): d14. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.